Event description:
A pt (age and gender unk) underwent a therapeutic ercp with stent placement for treatment. The hydra-jagwire became lodged in the stent due to the fraying/tearing of the wire sheath resulting in the inability to place the stent. The case was aborted and rescheduled. The pt did not sustain any ill effect as a result of the event.